Manufacturer narrative:
This device was included in that field action and returned product testing found the device did perform as described in the field action.

Event description:
It was later reported the device was nearing elective replacement indicator status and there was atrial undersensing. The device was removed and a new device was implanted.

Event description:
The device was returned from a us center without information regarding patient impact or product performance. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.